Event description:
Date of procedure: 9 months ago. Diagnosis: chronic spasticity. Procedure: revision of intrathecal drug-delivery pump system. We then dissected down to the level of the intrathecal drug-delivery pump system and we removed it. Of note, there was a considerable amount of clear fluid around the system. The system had been working well, however. We could not see any breakages of the tubing. H&p: patient was found to have abdominal swelling with fluid surrounding pump that tested positive for beta 2 transferrin x2 indicating csf. Impression: baclofen pump failure. Operative report: preoperative diagnosis: baclofen pump leak. Postoperative diagnosis: baclofen pump leak, abdominal wall tear/erosion. We explanted the pump and noticed immediately that there was an erosion in the retro-abdominal wall exposing the peritoneal cavity. The catheter was removed to the back portion where we were unable to remove it any further due to it being quite resistant to being pulled at the back. We did tie the catheter off in multiple areas and then closed the wound with 2-0 vicryl and nylon on the posterior aspect, as well as what we did from the anterior aspect.